Event description:
It was reported that the patient underwent surgery of posterior fixation instrumentation. During a follow-up visit, x-rays revealed a broken screw. The patient reportedly has no symptoms. The patient claims that he has not done any aggressive activity. There is no report of revision surgery. No patient complications were reported. It was also reported that a cage has also been implanted.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays showed l5 - s1 fusion with apparent interbody spacer and pedicle screws. S1 screws may be undersized. The interbody spacer appears partially posterior to the aspect of the l5 body. The s1 screw is broken at the level of the pedicle.